Event description:
Two employees changed out small duck bill masks at 0700. By 0945, both employees' masks had become unusable due to straps snapping off of the mask, with normal donning and doffing. Both masks from the same lot. Halyard health inc., n95 46827, niosh tc-84a-7518, small.